Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the device to be in good condition with no appearance of any physical damage. A review of the event history log identified check clutch/ plunger lever in history. Functional testing was performed using the flow test and the reported issue was able to be duplicated. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced position pot and that cleared up the problem

Event description:
It was reported that the pump was out of range on syringe position. No patient injury was reported.